Event description:
The hemostasis valve failed to create a seal and let air in through the valve. An air emboli was visualized during fluoroscopy and travelled through the coronary artery. Patient had mild temporary symptoms that resolved in 1-2 minutes. Patient stated he had a funny feeling in his neck when this occurred.